Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
This pertains to one of two speedband superview super 7 devices used for esophageal varices during a gastroscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was placed without any problems, but the second one did not come off. When placing the third band, it slipped onto the second band system. There was no difficulty setting up the devices. During the procedure, two devices with the same lot number did not work. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event.